Manufacturer narrative:
Evaluation: surgical technique indicates a minimum of 6 distal screws should be used in the four most distal holes and two radial styloid holes. The plate was returned with only 4 screw heads in the plate which indicates the other holes were not filled. It is possible the holes were filled and the screws were then removed after explantation, but any screws in those locations would most likely have broken at the same time the other four screws broke. While it can be assumed that only 4 screws were used, it is unclear had all 6 screws been used that it would have prevented this event from occuring. In the initial report from the surgeon, the patient lifted something up but there is no information as to how heavy the object was or how long after the surgery this activity was performed. Conclusion: a definitive conclusion cannot be determined without additional information as described in the evaluation section above. It is unclear if the incident would still have occurred if 6 distal screws were used instead of four and the forces exerted on the screws are not known at this time. Therefore, the cause of this failure cannot be determined.

Event description:
A 2.3mm x 24mm locking cortical screw was implanted with an acu-loc vdr plate, narrow, left on (B)(6) 2010, and a revision surgery done on (B)(6) 2011. Per the surgeon, the patient reported that he was lifting something and felt a pop. It was determined that the four distal screws broke approximately 5-6 threads down from the head (on each). The screws broke in such a manner as to leave a portion in the patient's bone.